Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the iol would not unfold after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol.